Event description:
Elastic band no longer functional. Causes overlay to move on mattress, even hang over the edges of the normal mattress. Training upon receipt of the affinity 4 beds: staff instructed to pull overlay over the bed frame. Elastic quickly worn out in less than 1 year, overlays replaced by hill-rom with new instruction to pull the overlay over the mattress, not the bedframe occurred. Gathering of tempurpedic material, causing a lateral lump across the lumbar area. Many patient complaints about discomfort with the overlays. Visible discoloration outlines with irregular borders on the overlay cover, despite following manufacturing cleaning guidelines. Manufacturer response for mattress overlay, hill rom tempurpedic comfort pad (per site reporter). Hill rom came out to assess the overlays and has yet to offer any explanation or assistance for this issue. We have 13 of this product.